Event description:
My sister was given a series of 3 of 5 injections of supartz for her knees. On the 3rd injection, she had a very serious reaction to her joints, inflamed skin and both wrists and overall joint pain and discomfort. She had chest pains that brought her to the emergency room at the hospital. They r/o heart problems and embolism and sent her home. She contacted her ortho doctor who thought the supartz injections were not the cause of this ER visit. My sister eventually, the following week, had great discomfort in her back, joints, and overall pain. She was then sent to her primary care doctor for follow up. She had now had 2 additional visits to the emergency room and hit her head falling at home. They did head and chest scans, nothing. The primary care doctor ordered blood work, u/s of abdomen and pelvis the same day. Two days later, she was diagnosed with inoperable gastric cancer mets to liver and lymph. Ten days later at noon, she passed away. Dates of use: 2009. Diagnosis or reason for use: joint pain. Event abated after use stopped or dose reduced? No.